Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, the catheter would not cross the lesion. The target lesion was located in the unknown artery. A 3.00 x 20 mm promus element stent was advanced; however, the device could not cross the lesion. The physician performed pre-dilatation with an unknown balloon catheter for several times but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during attempts to cross the lesion. Two stent struts on the most distal row were bent outwards, with struts on the two most distal rows slightly misaligned. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).